Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a blower temp high error code. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device displayed a blower temp high alarm. Investigation ongoing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts were made to retrieve device usage at time of event, device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.